Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03877 and 2134265-2018-03879. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 30mm watchman® laa closure device & delivery system (wds) was advanced. The closure deployed too proximal so therefore needed to be recaptured. During the recapture, excessive force was needed to achieve a full recapture as approximately 1 cm of the device was unable to re-enter into the was. After roughly 30 seconds, the device did eventually recapture and was removed. There was no visual damage to the was and wds upon removal. The patient was assessed and there was no clinical impact. The was exchanged for an anterior curve was and a second 30mm closure device was deployed and released. There were no patient complications and the patient was fine. On (B)(6) 2018, the patient presented to their follow up visit with (B)(6). The patient was then hospitalized and diagnosed with pericarditis, which may have been caused by the laa procedure. The pericarditis was treated with medication. The patient also experienced a pleural effusion which required a thoracentesis. The patient was discharged from the hospital and is currently in stable condition.